Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. Microscopic inspection revealed numerous kinks in the hypotube. An inflation device filled with water was used to inflate the device. When pressure was applied, water was found to be streaming out from the balloon. Microscopic inspection revealed a longitudinal burst 8mm in length. Microscopic inspection of the markerband and proximal bond found no evidence of damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00619. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly calcified coronary artery. A 12mm x 2.75mm nc quantum apex balloon catheter was advanced for pre-dilatation. However, during inflation at around 12 atmospheres, the balloon ruptured. The balloon was removed from the patient without issue and a second 8mm x 3.00mm nc quantum apex balloon catheter was advanced for additional dilatation. However, during inflation at around 10 atmospheres, the balloon also ruptured. The device was removed from the patient smoothly and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00619. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly calcified coronary artery. A 12mm x 2.75mm nc quantum apex¿ balloon catheter was advanced for pre-dilatation. However, during inflation at around 12 atmospheres, the balloon ruptured. The balloon was removed from the patient without issue and a second 8mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for additional dilatation. However, during inflation at around 10 atmospheres, the balloon also ruptured. The device was removed from the patient smoothly and the procedure was completed. No patient complications were reported and the patient's status was good.